Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the outer seal came off from the housing. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Date sent: 04/17/2012 information is unavailable; device was not returned for evaluation. Additional information: did the seal fall into the patient? No. If so, was the seal retrieved? N/a.